Manufacturer narrative:
The lens was returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trailing lens haptic kinked. The incision was enlarged and sutures were required. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information: the lens was returned for evaluation. Visual inspection found one haptic torn from the optic. The other haptic is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided the exact root cause of the event cannot be determined. However it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.